Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration while running. The ventilator was investigated on site by our field service engineer (fse) and the o2 and air gas modules were replaced and the machine worked fine and passed all tests after replacing both gas modules. The provided device logs confirms the reported issue. The replaced gas modules have been returned for further investigation. Simulated test use of the returned gas modules in a ventilator resulted as the following: the o2 gas module passed several pre-use checks without any failure, then the machine was set on ventilation for one week. No abnormal found, and the machine passed 3 pre-use checks after one week on ventilation. The air gas module failed pre-use check with internal leakage, pressure transducer, o2 cell/sensor and flow transducer tests. Moreover, the machine delivered low o2 concentration and high volume. Our investigation has concluded that the reported problem with a failure during pre-use check was due to a broken pressure sensor on a printed circuit board inside the air gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the broken pressure sensor has not been established.

Event description:
It was reported that the ventilator alarmed for low o2 concentration while running. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).